Event description:
A male with malfunctioning left brachio-brachia upper arm a-v graft. Left arm a-v graft angiogram performed. Placement of 2 stents innominate vein using a 14x40 and a 10x40 smart stent. Procedure complicated by stents being in the atrium and a right femoral sheath with an angioplasty balloon which could not be pulled out of the sheath. It was decided, aggressive endovascular attempt to salvage should be performed with cardiac surgery support. Patient transferred to tertiary care facility for therapy. Patient awake, alert, oriented. Vss at time of transfer.